Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found the lighting system to be operating properly. The reported event could not be duplicated; no repairs were required. The technician proactively tightened the friction break on the arm associated with the reported event. The harmony connectpoint operator manual states (11-1), "the friction brakes may require adjustment over time. If the harmony connectpoint should drift when released during articulation, use the following procedure to adjust brake tension and reduce drift." The user facility's biomed has been performing all maintenance activities. The technician tested the unit, confirmed it to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a procedure the harmony connectpoint arm drifted downward and contacted an employee's head. No report of procedure delay or injury.